Event description:
It was reported that during a pacemaker implantation, high impedance was observed on the lead. The lead was replaced and no adverse consequences for the patient were reported.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).